Event description:
It was reported that the sys 9800's screen became dark during fluoro. Although there was a pt, there was no adverse pt involvement reported. No pt info available. Problem reportedly intermttant.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Found bad high voltage cable and collimator iris pot. Also found low ram battery. Replaced cable, iris pot, and battery. The system was tested and found to be working as intended and placed back into service.